Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. No button error alarm. Pump received with minor scratched display window. Unit received with cracked case display window corner. Unit received with cracked battery tube threads. Pump received with cracked reservoir tube lip. Pump received with cracked reservoir tube. Unit received with cracked end cap.(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported receiving a button error and a no delivery alarm on the insulin pump. Blood glucose level was 180 mg/dl at the time of the call. No further information was provided.